Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a pacemaker implant, the helix was unable to come out appropriately and once it did, the measurements were in range when the stylet was all the way in. When the stylet was pulled back, an increased impedance and capture threshold were observed. This happened in three different places. The lead was replaced. The patient was stable before, during, and after the case.